Event description:
It was reported that the veptr 2 was found to be broken. S hook of veptr 2 growing rod was cracked and broken and was removed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.